Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. The patient's attorney alleges unspecified injuries and revision surgery; however, no details have been provided regarding the nature of the injury or surgery. No medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: no sample returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2002: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. On (B)(6) 2017: the patient had unspecified injuries and underwent revision surgery. As alleged, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6)2002: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. (B)(6)2017: the patient had unspecified injuries and underwent revision surgery. As alleged, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6)2002 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿the hernia sac was divided and dissected, excess sac was removed. A perfix plug was used in the internal ring with sheath of mesh accompanying the plug was then placed in the inguinal floor and sutured.¿ (B)(6)2017 - patient was diagnosed with recurrent indirect left inguinal hernia with inguinal canal meshoma and pain thereby underwent robotic-assisted laparoscopic repair with removal of old mesh. Per operative notes, ¿the mesh was excised and meshoma was placed aside to be removed. A synthetic mesh was placed in the defect.¿ attorney alleged that the patient had mesh migration, mesh shrinkage, pain, hernia recurrence, meshoma, mesh ball and emotional injures.

Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. The patient's attorney alleges unspecified injuries and revision surgery; however, no details have been provided regarding the nature of the injury or surgery. No medical records have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 15 years 1 month post implant of perfix plug, patient was diagnosed with hernia recurrence, pain and mesh deformation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.